Event description:
It was reported that approximately thirty months post a xience v stenting procedure in the mid left anterior descending coronary artery, the patient experienced exertional dyspnea and angina. On (B)(6) 2010, the patient was found to have a positive functional stress test demonstrating myocardial ischemia. On (B)(6) 2010, the patient underwent coronary artery bypass grafting in the mid left anterior descending artery, the first diagonal artery, the 1st obtuse marginal artery and the second obtuse marginal artery. The patient's condition resolved and the patient was discharged on (B)(6) 2010. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina, ischemia and stenosis are known as adverse events of coronary stenting in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture or design.